Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump history had data missing from three dates: (B)(6) 2012. This was found during a physician's office visit. The patient reported he had successfully used the pump during that time period. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, there was no activity outside normal use observed in the black box or history. There was no data in the black box due to review due to continued patient use of the pump. A normal 10 unit bolus and a 10 unit audio bolus was performed successfully and both were accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad. There were no functional defects found with the returned pump.